Manufacturer narrative:
Initial reporter last name: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: through the analysis of the photo sent by the customer, it is possible to observe foreign matter in the product, additionally as the physical samples were not received, it is not possible to identify the foreign matter and carry out the investigation of the root cause. Furthermore, batch history analysis was performed, quality notifications and maintenance records were verified, where no records potentially related to failure were found.

Event description:
It was reported that a needle 21x1 ll eclipse had foreign matter before use. The following was reported by the initial reporter: "presence of foreign matter (dirt) in syringe in sealed package."